Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in good condition. There was no evidence of the reported problem in the device¿s event history log. Functional testing was conducted. Upon review, the reported problem was unable to be duplicated; however, error code lec1310 was found during the self-check. The root cause was unable to be established, but it is possible the cause was user error. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited an unknown error. The event occurred while in use with a patient. No adverse patient effects were reported by the customer.